Event description:
Device 1 of 2; reference MFR report: 1627487-2017-08429. Follow up information received identified the patient's scs leads were replaced with new ones. Effective stimulation therapy was reportedly confirmed postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-08429. It was reported the patient's scs system's stimulation therapy was no longer effective. A company representative met with the patient but was unable to resolve the issue with reprogramming of the patient's scs system. The representative observed the patient's system amplitude could not be increased for one of the leads and with the other lead the patient would not feel any stimulation at maximum amplitude. Surgical intervention may be taken to address the issue.